Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -15.0/+2.0/088 into the patient's right eye (od) on 02-nov-2023. In a separate surgery that day the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Claim # (B)(4).